Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 28mm amplatzer septal occluder was implanted. Three months following implant, an aorta erosion was observed and surgical intervention was performed. The patient is reported to be stable.

Manufacturer narrative:
An event of aorta erosion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a 28mm amplatzer septal occluder was implanted. Three months following implant, an aorta erosion was observed and surgical intervention was performed. The patient is reported to be stable.

Manufacturer narrative:
An event of aorta erosion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder (aso) was implanted to treat a septum inter-auricular aneurysm (asia) with a permeable foramen oval closure (fop). On (B)(6) 2019, the patient experienced a hemorrhagic shock and tamponade due to an aorta erosion. The surgeon repaired the aortic root with a hemostatic gel and the patient was discharged. On a later date in (B)(6), the hemo-pericardium reappeared and the physician elected to perform a surgery on (B)(6) 2019 to ablate the amplatzer under corporal circulation to close the cia type os with a vascular patch and drain the liquid effusion. During the procedure, the physician observed a perforation of the left atrium roof. The aso was explanted and a second vascular patch was installed. Some of the pericardial effusion liquid was reported to be positive for staphylococcus epidermis. The physician reports that these events are due to the amplatzer implant. The patient remains hospitalized and will be closely monitored for an appropriate antibiotic therapy.